Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's family reported that the customer experienced low blood glucose overnight and thinks it was the basal rates. The patient's blood glucose level at the time of the event was 43 mg/dl. The patient treated the low blood glucose levels with food. The customer did not mention any symptoms. It was unknown if auto mode was active during the event. Patient has been experiencing low blood level glucose for three days. The customer had the wrong time in the pump. The caller declined troubleshooting since they realized the time was inverted and opted to call back if issue persists. The insulin pump will not be returned for analysis.